Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid dialysate and abdominal pain which worsened for two days. The cause of the event was not reported. The patient was hospitalized for the event and was treated with cefazolin and ceftazidime (intraperitoneal, doses, frequencies and durations were not reported). On the fourth day of treatment, severe pain was ongoing and the patient began treatment with fluconazole (intraperitoneal, 200 mg with one exchange daily, duration not reported) and cefazolin and ceftazidime were sustained. Due to the patient's worsening condition, the tenckhoff catheter was urgently removed and renal replacement therapy was switched to hemodialysis. The patient was started on parenteral fluconazole, intravenous metronidazole and parenteral ciprofloxacin. It was reported the patient's status did not improve. The patient's condition remained severe on day eight; the abdominal pain was still reported and symptoms of gastrointestinal obstruction additionally developed. Meropenem was started and antifungal treatment was ongoing. The patient's status stabilized after 4 weeks of therapy and the patient was discharged with management transferred to a dialysis unit near patient's place of residence. No additional information is available.